Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the system drawer which contained the tramadol 50mg tab medication did not open. A technical support specialist (tss) instructed the customer to log out and log back in, which allowed the drawer to open. The customer was then able to issue the medication. The system functioned as intended after the technical support specialist assisted the customer in resolving the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer failed to open. User was unable to issue the medication tramadol 50mg. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.